Event description:
It was reported by the customer that they had a diversion concern where they had suspicion that a patient had a key and was unlocking the pump and administering additional doses to themselves. In discussion around preventing this occurrence, they were inquiring about additional pump functionality for additional safety. There was patient involvement, but no patient harm. Customer is requesting for additional pump functionality for additional safety. An option to require a code entry after the pump door is opened, prior to allowing any adjustments to the pump programming. Additionally, customer is requesting for other safety options such as the lock to be switched out and new keys distributed.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.